Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used prophylactically as an accessory device in a patient for the endovascular treatment of a 59mm abdominal aortic aneurysm. A 31x15x14.5mm gore excluder bifurcated stent graft, an endurant 16x20x82 contralateral limb, a 16x11.5mm gore excluder iliac limb extension, a 31x31x100 gore tag extension limb and a gore tag thoracic graft used as a cuff were also implanted during the procedure. A total of 5 endoanchors were used during the procedure. The aortic diameter at 1mm below the lowest renal was 60mm and the aortic diameter at 15mm below the lowest renal was 60mm. The neck length was reported as 22mm and the aortic diameter at the distal end of the proximal neck was 22mm. The proximal neck angle was reported as 90 degrees. Localized thrombus was reported at the seal zone with 40% circumference covered by thrombus with a maximum thickness of 2mm. It was reported the patient presented 2 and half years later with sudden onset of diffuse lower abdominal pain that radiated into the back, one episode of emesis and recent blood during bowel movements. It was reported that a type ia endoleak was observed on a CT scan and abdominal radiograph. The cause of the event is unknown. It was noted to not be related to the study procedure and to have a causal relationship to the endoanchors. An emergency intervention procedure was carried out the next day to treat the type ia endoleak and an endurant bifurcate stent graft (36x36x145mm) and limb extension (16x28x156mm) were implanted in the patient. The event was reported to be resolved. No additional clinical sequelae were reported, and the patient is fine.